Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined the patient had ineffective stimulation and high impedances on their l3 lead. Surgical intervention was undertaken, and the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their l3 lead. Surgical intervention was undertaken, and the lead was explanted and replaced.